Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the extension tubing detached from the bd nexiva¿ closed IV catheter system. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the extension tubing detached from the bd nexiva closed IV catheter system. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
DHR review was performed on lot number 8177954; the lot number was built/packaged on nfa line #1 from (B)(6) 2018 thru (B)(6) 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed three non-related qn¿s were initiated during build of this lot that not would impact the outcome of the quality of the product relevant to the defect stated in the pir. Received one used nexiva 20ga unit. There was needless connector attached to the straight luer adapter. The unit was returned in two pieces. Visual/microscopic evaluation: small blob of adhesive on the out side of the clear port on the catheter adapter. Little or no adhesive was found on the extension tubing. This defect was created at the zone 8 adhesive dispense station after the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube. A new station design was installed on nfa1 zone 8 in (B)(6) 2018 (protocol 18449) that the extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test well as a 100% online flow tester in zone 8.